Event description:
It was reported that when using the bd pyxis¿ es server, firmware patient information was delayed/down, and upon checking health sight viewer, two warnings were observed indicating that both patient information and pharmacy orders were delayed/down. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the patient information was delayed/down. A technical support specialist (tss) ran a downtime query, which showed that messages were not current. The tss restarted bd external messaging and all .net services, after which the downtime query was re-run and confirmed that all messages were current. Verification in healthsight viewer (hsv) confirmed that the warnings were cleared. The system functioned as intended after technical support specialist troubleshot the device.